Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from penumbra customer service indicated that the device was lost in transit and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2019-02055.

Manufacturer narrative:
Evaluation of the returned pump max confirmed that fluid was aspirated into the pump. This damage likely occurred due to the aspiration tubing being inadvertently connected to the pump max instead of the canister as mentioned in the complaint. Penumbra pumps are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220 (pump max). During the procedure, the aspiration tubing (tubing) was inadvertently connected to the pump max rather than the pump max canister (canister). Blood was then aspirated into the pump max; therefore, the pump max was removed and not used for the remainder of the procedure. The procedure was completed using another pump. There was no report of an adverse effect to the patient.